Event description:
It was reported that the patient underwent a generator replacement due to battery depletion and a lead revision due to high impedance detected. The explant facility historically does not return explanted products and therefore, return of the suspect device is not expected to date. No further relevant information has been received to date.

Manufacturer narrative:
Lot#. Corrected data: the lot number was unknown by the reporter at the time the initial MDR was submitted. Device manufacture date. Corrected data: the device manufacture date was unknown by the reporter at the time the initial MDR was submitted.

Event description:
It was reported that the patient's device had high impedance. No known surgical intervention has occurred to date.

Event description:
It was reported by the patient's physician that the patient experienced an issue with their vns. Further follow up with the physician indicated that the issue was either low battery or low impedance. However, a low impedance message is not possible for the m102r generator that the patient is implanted with. The physician indicated that he did not write down what the issue was and that he was not certain of what device issue was occurring. The physician reported that the patient was not experiencing adverse events related to the issue. A manufacturer's battery life calculation performed indicated that the device has an estimated 6.4 years left until near end of service battery life indicator. No further relevant information has been received to date.